Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while in operating room (o.r.) During implant, the surgeon stated that after tunneling the percutaneous lead through, the tunneling bullet appeared to have allowed blood into the percutaneous lead around the pins. The percutaneous lead was cleaned out and the surgeon continued on with the implant.

Manufacturer narrative:
The pt remains on going with the implanted lvad device and no further issues have been reported. The tunneling bullet was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The tunneling bullet was returned to the manufacturer for evaluation. Visual inspection confirmed the presence of blood within the bullet. The manufacturer has identified a potential leak flow path when the nose cone of the tunneler is bent away from the body of the bullet. This situation is currently being addressed through the manufacturer's corrective/preventative action system to eliminate this fluid leak path contamination of the lvas driveline connector. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.